Event description:
The patient was undergoing a cardiac catheterization by doctor. During the case the septostomy balloon ruptured in the following manner. The balloon was inflated with 2ml and then pulled into the atrial septum. The physician was not able to occlude blood flow, so 3ml were inflated into the balloon. Still total occlusion was unable to be achieved. It was then inflated to 4ml and the balloon burst. The catheter was removed from the body and it was evaluated for balloon integrity. The doctor felt that the entirety of the balloon was seen.